Event description:
It was reported that a trained physician, attempted an arteriotomy closure using the starclose device after an unknown procedure. The physician was performing a bilateral access closure; the left side was a retrograde stick and went fine. The right side was an antegrade stick and when the clip fired, it did not achieve hemostasis. While holding manual compression, a hematoma formed. The patient had history of extensive coronary disease, and a cardiologist was called in, however, the patient had a myocardial infarct on the table and died. No further information provided.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.